Event description:
Materials#: 515079 batch#: unknown it was reported by the customer that the product is leaking after they attach the product together. Verbatim: rcc received a complaint via phone. Pir attached. The product is leaking after they attach the product together. 515064; 515056; 515079. Per follow up with rep: we have been to this clinic and worked with them on proper use of phaseal optima. They were not using it correctly so it is not a product issue. Our team trained the staff on proper usage moving forward.

Manufacturer narrative:
(B)(4). Follow up MDR for additional information/evaluation additional information/evaluation: per sales rep, we have been to this clinic and worked with them on proper use of phaseal optima. They were not using it correctly so it is not a product issue. Our team trained the staff on proper usage moving forward.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Materials#: unknown (provided by customer is 515979) batch#: unknown. It was reported by the customer that the product is leaking after they attach the product together. Verbatim: rcc received a complaint via phone. The product is leaking after they attach the product together. 515064. 515056 and 515979.

Event description:
Material number updated

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that the material number was submitted as unknown. This has been corrected. Section d: material number and medical device brand name updated section g: 510k updated.